Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the insulation of the right ventricular (rv) lead was twisted. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.